Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that customer experienced sensor glucose versus blood glucose. Customer's sensor glucose was 120 and blood glucose was actually 47 mg/dl. Customer no longer wanted to wear sensor.